Event description:
Further follow-up revealed that the patient underwent bipolar lead replacement surgery. Only the bipolar lead was replaced.

Event description:
Product analysts of the lead was performed. Product analysis summary: a break was noted in the outer tubing at 34.0cm from the connector pin. There is a break in the lead coil at the electrode birfucation and at the anchor tether. A continuity check was performed on the returned lead portion. Discontinuities were indentified on the returnned lead portion. It was verified that coil break occurred at the electrode bifurcation and at the anchor tether. Inspections of the coil wires surfaces indicate that a fatigue fracture occurred in combination with torsion of the lead. It is believed that this break occurred while stimulated was not present. The lead pins showed evidence of a proper mechnical and electrical connection. Other condition of the lead is consistence with conditions that exst after explant procedure. The cause of the lead break is unknown. The concomitant device (pulse generator) was also analyzed. Product analysis summary: there were no visual anomalies identified or observed. The pulse generator is operating within within the manufacturer's final electrical test specifications. The septum malfunction could not be duplicated due to the original septum was not being returned. A replacement septum was used and functional properly. The dimension of the septum cavity measured within design limit meeting specification.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of x-rays by treating physician did not reveal any obvious discontiuities in the vns therapy system. The patient had not suffered any recent injury or trauma that may have damaged the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected. Investigation to date has been unable to confirm the cuase of the high leady impedance test result.